Event description:
Customer reported product number 11182 post-op shoe, womens small with sole coming apart from shoe after being worn for 2 weeks.

Manufacturer narrative:
Breg has performed evaluations on previous reports of sole delaminating from post-op shoe. The evaluation confirmed this as an adhesive failure. Breg is currently working with the supplier of the post-op shoe to determine root cause for the separation of the sole and identify appropriate corrective action. This investigation is being documented in supplier corrective action #s13-016.